Manufacturer narrative:
Product ID: mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: mc1vr01-delsys fdc 4315, fdd c64343. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on the first deployment of the leadless implantable pulse generator (ipg), pacing failure occurred in the low septum and the device was re-positioned. On the second re-position attempt of the leadless ipg, the device was deployed at the mid to high septum. With acceptable threshold, sensing and impedance. After the tether removal, no changes were seen in the data or the device position. No issues were detected by the postoperative ultrasound. During the procedure, no significant change was seen in the blood pressure. Approximately, three hours post implant of the leadless ipg, pericardial effusion was detected, and 260 cubic centimeters (cc) of pericardial fluid was drained by pericardial puncture. After the pericardial drainage was performed, patient recovery was observed. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.